Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician decided to retract the ruby coil back into the non-penumbra microcatheter for repositioning; however, while retracting the ruby coil, it unintentionally detached inside the microcatheter. Therefore, the microcatheter was removed containing the ruby coil and the coil was safely flushed out of the microcatheter with a syringe. The procedure was completed using new non-penumbra coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned embolization coil had offset coil winds along its length. The proximal constraint sphere was attached with the returned embolization coil. Conclusions: evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. The pusher assembly was not returned for evaluation; therefore, the root cause of the reported failure could not be determined. Further investigation revealed that the embolization coil had offset coil winds. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.